Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An orthoptist reported overcorrections when using excimer laser on custom refractive treatments. A minimum of five patients were involved. Touch ups will be necessary. Additional information was received. The patient reported better distance vision than at the beginning and pain in the morning with the left eye. There are multiple related reports for this facility. This report addresses patient ones left eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. The surgeon and the orthoptist discussed and it appears that they did not have complete control of the custom procedure with the newly installed laser. A company representative sent scientific articles and protocols from other facilities to this site.

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Logfile review was performed by technical service and could not identify any deviation. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of treatment. During a technical site visit, the field service engineer (fse) performed system verification and concluded system meets specifications as per service installation record (sir). Clinical applications specialist (cas) review: it was reported that after treatments of several patients, overcorrections occurred in the non-dominant treated eyes. All patients were hyperopic and presbyopic. The lasik treatments were performed in such a way that on both eyes the preoperative q-value was modified by the delta of -0,60. Additionally, monovision was created for the non-dominant eye. The target refraction was set to -1.50 d for this patient. Non-dominant eye turned out overcorrected approximately double of the desired target. (E.g. Target was -1.50 d - result was -3.00 d) the dominant eye, where only the q-value was modified by delta -0,60 turned out as plano. For the evaluation, the pre- and postoperative refractions, the treatment reports and the wlz files were used. Unfortunately, the post-operative refraction of two patients was done only five to six days after the treatment and could not be considered as stable and are therefore is not reliable. With these treatments, the surgeon wanted to gain a certain multifocality of the eyes in order to give the patient the ability to use the dominant eye for the distance vision and the non-dominant eye for the near vision. By looking at the binocular distance visual acuity, it seems that this was achieved. A technical malfunction of the system is most unlikely since the system was well within the specifications and the dominant eyes turned out plano. No technical root cause could be identified as the system was operating within specifications. The root cause cannot be identified conclusively. The manufacturer internal reference number is:(B)(4).